Event description:
A report was received that the patient was experiencing pain at the pocket site whenever the stimulation was off. The physician will treat the patients pain. No further information could be obtained.